Event description:
Customer reported discrepant tni results during correlation of triage cardiac with vitros on 5 samples. No lot number, patient symptoms, or diagnosis provided. No patient death or ae reported.

Manufacturer narrative:
Investigation conclusion: manufacturer investigation to determine whether the device lot failed to meet specifications could not be pursued because the customer did not provide a lot number. Despite multiple attempts, the customer did not provide the device lot number used. Based on insufficient information, unable to determine any product deficiency. No corrective action is required.